Manufacturer narrative:
The field service engineer (fse) replaced the measuring cell and adjusted the sample/reagent probe liquid level detection (lld) value. Foam was seen in the reagent packs. The fse observed that the bead mixer speed was too low. He adjusted the bead mixer speed to the specified value. The service action of adjusting the bead mixer speed resolved the issue. No further issues were reported after the service visit. The root cause was due to a misadjusted bead mixer.

Manufacturer narrative:
The afp, pth, and ca 15-3 ii reagents' lot numbers and expiration dates were not provided. The reagent lots had been changed multiple times. Calibrations and qcs were performed with no issues. The samples were collected and centrifuged for 10 minutes at 3500 round per minute. No serum index abnormalities or fibrin clots/strands were visually observed. The investigation is ongoing.

Event description:
We received an allegation of questionable results for multiple patient samples and multiple assays on a cobas e411 immunoassay analyzer (rack system). Examples of discrepant results were provided for 3 patient samples tested for elecsys afp (alpha-fetoprotein) assay, elecsys pth (parathyroid hormone) assay, and elecsys ca 15-3 ii (cancer antigen 15-3) assay. Patient 1 was tested for afp: on (B)(6) 2025: initial result: 0.75 iu/ml (accompanied by a data flag). Repeat result: 5.8 iu/ml. Patient 2 was tested for pth: on (B)(6) 2025: initial result: 1.2 pg/ml (accompanied by a data flag). On (B)(6) 2025: repeat result: 29.82 pg/ml. Patient 3 was tested for ca 15-3 ii: on (B)(6) 2025: initial result: 1 u/ml (accompanied by a data flag). On (B)(6) 2025: repeat result: 26.95 u/ml. The repeat results were considered to be correct.